Manufacturer narrative:
Occupation: supervisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, there have been 4-5 (linked files: 356997, 357321, and 357322) attempted uses of micropuncture transitionless stiffened cannula access sets by different surgeons, but they have all been defective. The procedures were endovenous laser ablations. The devices were "falling apart" when the user attempted to thread them. The .018/40cm wire was fraying during advancement. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, there have been 4-5 (linked files: 356997 (MDR #1820334-2022-00454), 357321 (MDR #1820334-2022-00452), and 357322 (MDR #1820334-2022-00453)) attempted uses of micropuncture transitionless stiffened cannula access sets by different surgeons, but they have all been defective. The procedures were endovenous laser ablations. The devices were "falling apart" when the user attempted to thread them. The .018/40cm wire was fraying during advancement. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection a returned device was also conducted. The complainant returned one mpis-401-10.0-sc-nt-sst from a different lot than the complaint lot to cook for investigation. The device was returned unopened and unused. The wire was not separated or frayed. However, the wire guide holder was separated. The wire guide holder could have separated while being shipped to cook for examination. A review of the device history record found no non-conformances related to the reported failure mode. A database search for complaints on the reported lot found two additional complaints ((B)(4) (MDR #1820334-2022-00452) and (B)(4) (MDR #1820334-2022-00453)) from the field for the same failure mode as ((B)(4) (MDR #1820334-2022-00454)). Although there has been a total of two lot related complaints for this failure mode, there are 100% inspections to capture this non-conformance. As there are no non-conformances, adequate inspection activities have been established, and there are no other lot related complaints that have been received from the field. At this time, cook concluded that no non-conforming product from this lot exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is no evidence the device was manufactured out of specification. Based upon the available information and results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.